Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (display issue) issue. It was alleged there was a white spot of melting between the lens film and display on the right corner, and could not be read. Lens film is not damaged. The melding is on the right corner of the display. She cant see the display through it. There is no moisture or corrosion. Pump will be replaced because of fading display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: during investigation, the pump was returned with a white spot on the display. The white spot was found to be damage to the lens film. When the film was removed, the display had no damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.